Manufacturer narrative:
The failure investigation has been performed and the alleged issue (alarm 6) was verified in the pump logs; however, investigation could not be completed for alarm 6 as the cartridge was not returned. The alleged alarm 5 was identified in the pump logs; however, no failure was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple intermittent cartridge alarms (cartridge alarm 5 -pressure out of range and cartridge alarm 6 - vent not working) occurred with multiple cartridges during pumping. Customer's blood glucose was as high as 400 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.